Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized with a blood glucose level of 17 mg/dl. The customer was not wearing the insulin pump at the time of the incident, but had been off the device for less than 48 hours. The insulin pump was not replaced or returned for analysis.